Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. Technical support instructed the customer on how to properly press the button and assisted in removing the pump from its case to improve functionality. Despite these efforts, the button remained difficult to press, leading to a decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method and was instructed on returning the defective pump.